Event description:
On july 13, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an error 5 message. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The error 5 message began the month prior. At the time of concern, the patient did not take any action in regards to diabetes treatment. Approximately two weeks after the product issue began, the patient reportedly had "high sugar" symptoms. The patient did not receive any treatment. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, what specific high sugar symptoms did he have, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the error 5 issue was not resolved. The test strips were in good condition. The testing technique was correct. This complaint is being reported because the patient claimed that she had "high sugar" symptoms two weeks after the reported issue began. Replacements products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.